Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge would fall out. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. The customer reverted to an alternate pump for insulin therapy.